Manufacturer narrative:
Insulin pump was received with unresponsive buttons and button error alarm due to corroded keypad traces. No moisture damage found inside the pump. Unit had scratched lcd window on case.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. The customer fell into the river with the insulin pump. The insulin pump had some condensation under the lcd screen. The buttons on the insulin pump were not responding. The insulin pump had some scratches. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.